Manufacturer narrative:
During a procedure, the provider noticed a piece of someone's surgical glove in the wound bed. The debris was removed and the procedure was completed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
During a procedure, the provider noticed a piece of someone's surgical glove in the wound bed. The debris was removed and the procedure was completed.